Event description:
It was reported that an unknown number of infiltration events occurred during the use of a spectrum pumps while delivering chemotherapy products (chemotherapy product, programmed amount and delivery rate unknown). There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." The available information does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the patient involvement related to the reported infiltration.